Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.8 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At 11:37 am the meter result was 1.9 inr. At 11:38 am the meter result was 1.8 inr. At 11:43 am the meter result was 2.3 inr. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a weekly basis.